Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. Three cases received at the same time from the same end customer. We manufactured and distributed in the market 9.108 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We received 6 closed pouches. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Reviewed the complaint history, there are no previous complaints of any of the products sterilized in the same sterilization cycle as the involved product. According to the instructions for use of the product: during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. Novosyn® must not be resterilized. Opened unused or damaged packs shall be discarded. Do not reuse the product: infection hazard for patients and/or users and impairment of product functionality due to reuse. Risk of injury, illness or death due to contamination and/or impaired functionality of the product. Side effects the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that he had 3 consecutive cases of inflammatory reaction in cats following ovariectomy. Subcutaneous / muscle sutures. Creation of a "sausage" 4 to 5 cm thick, quite firm. Related cases (3003639970-2021-00135 and 3003639970-2021-00137).